Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 44 mg/dl for the past six months. The cause of low bg levels was unknown. The customer lost consciousness because of the low bg level, and received third party assistance from emergency medical services (ems), who provided liquid ¿rely-on¿, glucose tablets and carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.